Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level would elevate to the 300-400 mg/dl range. The customer's healthcare provider assisted with changes to the profile settings in the pump and the customer changed the brand of infusion set. The customer had received no further occlusions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.